Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination revealed that the stent was returned detached from the delivery system. The stent measured 9mm in length and was squashed throughout. At one end of the stent, the struts were misaligned. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. No kinks or damage were noticed along the shaft of the device. The tip of the sds was damaged. It was slightly torn with the torn section extending distally from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained through the radial artery. The 90% stenosed, 6x4mm target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). After predilating, a 4.0x8mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion and a stent strut became damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained through the radial artery. The 90% stenosed, 6x4mm target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). After predilating, a 4.0x8mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion and a stent strut became damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.